Event description:
A distributor returned electrode belt sn (B)(4) and reported that the ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrode non-functional) has been confirmed. Upon investigation, the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to the ECG "c&d" cable. The cable was pulled from the strain relief, breaking the brown (lead 1-) and orange (lead 2-) wires in the cable. The root cause for damage was physical abuse. No adverse event resulted from the open pulse wire.